Event description:
It was reported that during preparation of the balloon catheter, a leak was observed at the proximal shaft. There was no patient involved.

Event description:
It was reported that during preparation of the balloon catheter, a leak was observed at the proximal shaft. There was no patient involved.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, analysis cannot be performed. The exact root cause of the reported balloon leak cannot be determined. However, a review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Therefore, the reported damage may be attributed to handling of the device during the clinical procedure or unpacking/preparation.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis of the balloon catheter revealed a perforation on the back wall of the proximal inner shaft under the manifold opposite the inflation lumen. No tools are inserted in the manifold inflation port during catheter assembly. Therefore it is extremely unlikely that an inner damage during assembly would line up directly with the information port on the manifold. The device presented no evidence of any material or manufacturing deficiencies. The perforation observed was probable caused by a needle/syringe system or a guidewire used during preparation. The exact cause of the damage cannot be determined. However, the most probable root cause is attributed to handling of the device during the clinical procedure or unpacking/preparation.

Event description:
It was reported that during preparation of the balloon catheter, a leak was observed at the proximal shaft. There was no patient involved.